Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. The complaint was created in error, there was no reported customer dissatisfaction related to getinge product for this event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database. In the event, additional information is received, the complaint will be reopened and updated accordingly. Revert all sections to blank : b. Adverse event or product problem d. Suspect medical device e. Initial reporter g. All manufacturers h. Device manufacturers only

Event description:
N/a

Manufacturer narrative:
Due to character restrictions in block e1 event site name is(B)(6) initial reporter name is (B)(6) additional info event site telephone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that after start up the cardiosave intra-aortic balloon pump (iabp) device didnt detected the invasive blood pressure transducer. There was no patient involvement.